Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Exhibited oversensing of noise, resulting in an inappropriate shock. The patient reported, to have felt a burning sensation following the delivered shock. The system was tested in clinic with isometrics, with noise able to be reproduced in both the primary and alternate vectors. An x-ray was completed with no indication how electrode damage. However, the electrode appeared to be under inserted in the device header. The system was the reprogrammed to the secondary vector to mitigate further oversensing. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The patient reported to have felt a burning sensation following the delivered shock. The system was tested in clinic with isometrics with noise able to be reproduced in both the primary and alternate vectors. An x-ray was completed with no indication how electrode damage, however the electrode appeared to be under inserted in the device header. The system was the reprogrammed to the secondary vector to mitigate further oversensing. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.